Manufacturer narrative:
Product event summary: the distal segment was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Visual analysis of the lead indicated the lead was stretched. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited unstable thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.